Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil that had resistance in the catheter and then broke when being resheathed. The device was prepared according to the manufacturer instructions for use. The device was discarded. It was noted that other concerto coils were able to be placed both before and after the issue occurred. No patient harm or injury was reported.

Manufacturer narrative:
The concerto pusher was found broken at the break indicator with the two segments retained by the release wire. The concerto pusher was found to be bent at 90.5cm from the proximal end. The concerto implant coil was found stretched, damaged and broken with the polypropylene filament also broken. The concerto implant coil was entangled with the distal pusher. The concerto coil could not be used for resistance testing due to its damaged state. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil separation/break¿ was confirmed. It is likely that the coil became damaged/stretched/broken and the pusher broke due to advancing/retracting the device against the reported resistance. Other possible contributions towards coil break are lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant coil during repositioning, pushwire rotation, user advances the coil against resistance or incompatible catheter. The customer report of ¿resistance/stuck within catheter¿ could not be confirmed and the cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium prime coil prior to use, damage/kink to pushwire and lack of continuous flush during delivery. There was no malfunction of the pusher/implant coil or non-conformance to specification that may have contributed to the damage to the implant coil and detach element and subsequent pre-mature detachment. Since the catheter used in the event was not returned, any contribution of the catheter to the issue could not be determined. The e chelon micro catheter has a minimum inner diameter of 0.0165¿ which is compatible for use with the concerto coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information: this event occurred during the preparation. The resistance was felt in the proximal section of the catheter lumen. The coil did exit the sheath smoothly. The echelon information is unknown. No detachment attempts were made. No patient injury occurred. The treating location was the left internal mammary artery collateral. The vessel anatomy was moderate in tortuosity. The procedure was completed with additional devices. No images of the devices are available.